Event description:
It was reported on (B)(6) 2024 the patient presented to clinic for follow up. The leads of the system were found to have dislodged and were causing extracardiac stimulation. The leads were explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.